Event description:
The facility representative reported a broken door handle. This incident was discovered before use. The hospital representative stated that there were no reports of injury or medical intervention.